Manufacturer narrative:
E1: patient city: (B)(6). Patient country: russian federation.

Event description:
Reference number (B)(4). Event occurred in russian federation. It was reported that the patient faced an infusion set tubing detached event on 25-oct-2024 at quick release/ site connector. Infusion set was used for 1 day. The insertion site was at left and right abdomen. Blood glucose level was high at the time of the event. Therefore, patient took injection with a syringe pen for the treatment. No further information was available.